Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer's insulin pump constantly has a frozen display after bolus deliveries. The time does not progress. The buttons are unresponsive. Customer replaced the battery and the device alarmed. Customer had to restart the device, but the anomaly was resolved. Customer was advised to call back if the issue recurs. Nothing further reported.